Event description:
The practice completed the product return form and stated that "the pt developed a corneal ulcer with his right contact lens and his ophthalmologist advised him to stop wearing the contact lenses."

Manufacturer narrative:
Additional model # as738. Additional lot # 036667. Additional expiration date 05/... Lens has been returned to the company. The base curve, power, and surface inspection was found to be within specification of the labeled part number. The device history records were reviewed for both lots of lenses manufactured and the products were found to be within specification of the labeled product.